Event description:
It was reported that during a pta procedure of the tibialis anterior, the pt2 guide wire broke. The shaft of a maverick otw balloon kinked during advancement and was removed with the pt2 guide wire as one. A new balloon was used and dilation was performed successfully. The pt2 guide wire bent outside of the patient several times and subsequently broke outside of the patient. It was further reported that "both the wire and balloon catheter were heavily mechanically burdened during the procedure". The procedure was successfully completed with a new guide wire. No patient injuries or complications were reported. Patient status is reported "good".